Manufacturer narrative:
(B)(4). Date sent: 02/21/2020. D4: batch # t5at8k. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/30/2020. Additional information was requested, and the following was obtained: was there any change in the patient's post-operative care? No. Were there any patient consequences? No.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient's post-operative care? Were there any patient consequences? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colo-rectal anastomosis, device blocked at the level of the anastomosis. It was impossible to remove it despite performing 4 half turn. Then the device has been remove with the edema at the level of anastomosis which opened at 1/3 of circumference. Extended procedure times of 90 minutes. Risk of fistula because second anastomosis with cut, very difficult because the tissues were fragile.